Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The was helix was extended and dried body fluid was noted in the helix housing. The helix mechanism test did not pass due to the helix housing being clogged with dried blood/body fluid. Testing was completed to assess lead electrical performance integrity. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body. Laboratory testing was able to confirm the reported clinical observations, and detailed analysis revealed the helix was clogged with dried blood.

Event description:
It was reported that, during the implant procedure of this right ventricular (rv) lead and after ten turns, the helix was not extended. High pacing impedances out of range was observed. The physician retracted the helix with ten turns, then reposition this rv lead, and again the helix was not extended. The physician explanted the rv lead to check it outside of the body and with twenty new turns, the helix suddenly extended. Another rv lead was successfully implanted. This rv lead will be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that, during the implant procedure of this right ventricular (rv) lead and after ten turns, the helix was not extended. High pacing impedances out of range was observed. The physician retracted the helix with ten turns, then reposition this rv lead, and again the helix was not extended. The physician explanted the rv lead to check it outside of the body and with twenty new turns, the helix suddenly extended. Another rv lead was successfully implanted. This rv lead will be returned for analysis. No adverse patient effects were reported.